Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl. Customer¿s current blood glucose is 2.5 mmol/l. Customer also stated that customer experienced hypoglycemia but insulin pump was not alarmed. Customer's other blood glucose was 6.0 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose was 2.5, 6.0, 12.0 mmol/l.